Manufacturer narrative:
The field service engineer performed a decontamination of the analyzer. Precision testing was performed and was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem could be ruled out because calibration and quality control were acceptable. The acceptable precision check indicates there was no general instrument-related issue.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). Several "sample clot" alarms were noticed around the time of the event. A general reagent problem could be ruled out as calibration and quality control were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable total bilirubin result for a neonate patient from the cobas pure c 303 analytical unit. The initial result was 17.5 umol/l and was reported outside of the laboratory as 18 umol/l. The result was questioned as the patient was known to have neonatal jaundice. The repeat result was 218 umol/l. The repeat result on another cobas pure c 303 analytical was 220 umol/l.